Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('1 coil is in uterus') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingo-oophorectomy, right salpingectomy essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: this essure coil is partially adherent to the endometrium and appears to be extended/stretched out from the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('1 coil is in uterus ') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingo-oophorectomy, right salpingectomy essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: this essure coil is partially adherent to the endometrium and appears to be extended/stretched out from the right cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: case was upgraded to serious incident. Event injury nos updated as device expulsion. Essure removal surgery added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.